Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd the scs system on (B)(6) 2011. It was reported the charging system can no longer locate the ipg. The pt programmer communicates with the ipg as intended and a low battery has been identified. The pt also reported he has lost weight since implant. Adding space did not resolve the issue. A replacement charging system was issued to the pt. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.